Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues found. There was no defect found on investigation.

Event description:
The reporter reported that on (B)(6) 2011 at 2:30 pm the patient tested her blood glucose level to be 575 mg/dl and she experienced the symptoms of nausea and tested positive for ketones. The patient changed the infusion site and found the cannula was bent. The patient gave herself a dose of eight units insulin and her blood glucose reading was then 425 mg/dl. Earlier that day, at 8:30 am, the patient changed the infusion site and found insulin pooled under the skin; the cannula was not bent. The insulin pump settings, history and function could not be investigated as the patient refused to troubleshoot the pump at the time of the call. The patient had issues with two infusion sites and bent cannula. However, as the patient suffered elevated blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.